Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a new replacement pump, confirmed the shipping address, and provided instructions for storing and returning the problematic pump. The customer would use an alternative insulin delivery method, mdi, and needed to program settings and connect their cgm to the new pump upon receipt. The pump was in warranty, and technical support guided the customer through the process to ensure a seamless transition.